Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the lamp exhibited insufficient brightness after about a week of use and occasionally failed to light up normally, resulting in a startup error (e102). The issue was identified during inspection for use before sedation of a diagnostic general medical treatment procedure. There were no reports of patient harm.

Event description:
No additional information received from customer.

Manufacturer narrative:
The device was returned to olympus for inspection, and the e102 error was not confirmed, the lamp light intensity reduction was confirmed. Updated fields: d8, g3, g6, h2, h3, h6 based on the results of the investigation, for the e102 error, since the device malfunction was not confirmed during evaluation, the definitive root cause of the reported issue could not be determined. For the lamp light intensity reduction, it is likely the following led to the malfunction: stress problem. Olympus will continue to monitor field performance for this device.